Event description:
Customer called to report that the tubing would not flow. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
Sample is not available for evaluation, therefore the reported condition of no flow could not be confirmed and an assignable cause could not be determined. A batch review cannot be performed since a lot number was not provided. (B)(4).